Event description:
The manufacturer received information related to a simplygo mini oxygen concentrator. The device was returned to a third-party service center. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found pca was burned. In addition, sieve are clogged, o2 side is defective, air side and compressor are contaminated, the battery pca and rear cover be replaced. Lastly all test result passed. Device was scrapped. Power connecter destroyed.